Event description:
A nurse reported that during vitrectomy surgery, the cautery did not work. The cautery, cord and tip were exchanged and it still did not work. The internal bleeding was stopped with irrigation and the external bleeding was controlled with a weck cel sponge. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).